Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead perforated the heart which caused a pericardial effusion. The perforation was discovered via an echocardiogram. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.